Event description:
In 2009, the patient reported experiencing elevated blood glucose of 282 mg/dl at 10:52am. His target blood glucose range for that time of day is 120-130 mg/dl. He disconnected from his infusion site and bolused 4 units of insulin and he stated that "he got a drop, but I had to shake it to get it out" of the infusion tubing. He stated that he expected to get several drops of insulin. He programmed another 4 units bolus of insulin and nothing dripped from the end of the infusion tubing. He discontinued use of the infusion device and administered insulin using a pen. His most recent blood glucose reading was 214 mg/dl at 5:42pm. He was assisted with switching to his other infusion device. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.